Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete was returned. Visual inspection confirmed insulation damage consistent with electrocautery damage. The outer conductor coil showed distortion over multiple coil winder and one fracture approximately 7.5 cm from the terminal pin. Due to the location, this type of damage is likely due to lead-on-can crush. The lead resistance measurements confirmed that the lead was no electrically continuous in this area.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited impedances greater than 3,000 ohms and noisy signals. Surgical intervention was performed, and the lead was explanted. Visual inspection confirmed insulation damage. No additional adverse patient effects were reported.